Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11d. Retainer ring=clear. Customer complained on 07/27/2021 cracked on the battery compartment. Unit passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed cracked case (battery tube).

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.